Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming fall-off test. Upon evaluation, the pulse wire inside ECG electrode c had migrated outside of the cabling and induced a failure within the ecd electrode. A root cause investigation is underway. An internal corrective action has been initiated. No adverse event resulted from the damaged ECG electrode.

Event description:
A us distributor returned an electrode belt indicating that there was exposed wires in the cable connecting the distribution node (dn) and ECG electrodes c and d.